Manufacturer narrative:
Device investigation narrative - one 72202595 twinfix ultra pk 4.5mm suture anchor with two ultra braid sutures returned. Visual inspection shows that the anchor is broken from force. The device is used and has surgical matter still attached. The forks are broken off. The anchor has been fractured from pressure/force. Both conditions indicate excessive force. IFU reads: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed. (B)(4).

Event description:
It was reported that when the package was opened the anchor was found to be broken. A backup device was available to complete the procedure without delay or patient impact. Investigation of the device determined that the device damage occurred as the result of forces applied during insertion.